Event description:
Event description: it was reported that a patient experienced device migration bilaterally. The valves of devices were stated to have moved towards the top of the breasts. Additionally, the presence of a lump in one of the breasts was noted. Reference report mw5154705. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).